Event description:
It was reported, gravity set w/cv 3ss 20 dp unv, backflow.the following was provided by the initial reporter: non return valve did not work and anaesthetic drug from a downstream smartsite valve flowed back up the line. Into the chamber.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.